Event description:
As reported via the registry, a male patient underwent repeat carotid revascularization approximately 5 months after a precise stent was implanted in his right proximal internal carotid artery. At one month post-index procedure, an ultrasound was normal. At four months, ultrasound revealed 80% restenosis. The restenosis was treated with 5 x 20mm aviator balloon multiple times at 12 atms with a residual stenosis of 15%. According to the investigator, the event was related to the index procedure, but not cordis product. At the time of the index procedure, angiography revealed 95% stenosis of the right proximal internal carotid artery. The lesion was a restenosis of a previous carotid endarterectomy and was described as concentric, mildly calcified and 20mm in length. The reference vessel was 5.5mm in diameter. An angioguard rx with a 5mm basket was deployed beyond the lesion, and the lesion was pre-dilated with a 4 x 20 aviator balloon at 8 atms. A 7 x 40mm precise rx was successfully implanted. The stent was post-dilated with a 5 x 20mm aviator balloon at 10 atms. There was no thrombus noted post-deployment. The angioguard device was retrieved with no debris observed in the basket. There was 0% residual stenosis. The patient was discharged the following day. Discharge medications included clopidogrel and aspirin.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.